Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the charged couple device unit caused the noisy image. Due to dirt on the objective lens, there was a lack of image on the monitor and for the dirt on the objective lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a lack of image on the monitor, a noisy image, and dirt on the objective lens. There was no patient involvement.